Manufacturer narrative:
(B)(4). D10: cat# 00-8775-036-03, lot# 3132992, biolox delta hd 12/14 36x+3.5. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right hip arthroplasty that was subsequently revised approximately 1 month later due to an infection. There was a washout with head and acetabular liner exchange. Avenir muller stem and g7 acetabular shell remained implanted. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.